Event description:
A filament issues was reported with use of the abbott diabetes care (adc) device. The filament allegedly remained in customer's skin after sensor removal requiring contact with a healthcare professional (hcp). The hcp performed an x-ray, with unspecified result, and provided customer with unspecified "medicine"; no filament confirmation or removal reported. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.